Event description:
It was reported that the physician's handheld would not hold a charge despite being left plugged in overnight. No other details are known at this time. Attempts for product are underway.

Event description:
Attempts for product return have remained unsuccessful to date.